Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. Customer later visited healthcare provider, who helped resolve malfunction error so insulin delivery could resume, and technical support confirmed therapy was restored and closed complaint after advising customer to contact healthcare provider for backup therapy.